Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral impactor disengaged and came apart after the surgeon used a mallet to impact the implant. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned femoral inserter/extractor identified that the stop pin had fractured, which led to the instrument disassembling. Nicks, gouges, and wear indicative of repeated use were noted. Fracture analysis of the stop pin identified it was suspected to be a fracture due to overload. Elemental analysis of the fracture showed that it was consistent with material specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.